Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The excessive no delivery alarm could not be verified due to the prime anomaly. Device was received with currents in specification. No unexpected low battery alerts and the low reservoir alert works properly. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer's daughter reported via phone call that the insulin pump ahs been alarming no delivery. It was stated that soon after a low reservoir alert; it would alarm no delivery even after changing the reservoir. A displacement test was done during the call and the insulin pump failed alarming no delivery. They also reported that the battery life had shortened. They received a battery cap replacement and after inserting a new battery, the battery indicator would only show three bars and during the call, it went down to two bars. Customer's blood glucose was over 300 mg/dl. The customer does not perform any activities that would drain the battery faster. Customer's daughter stated that the doctor advised to discontinue the use of the insulin pump and request a replacement. The insulin pump was replaced and returned for analysis.